Manufacturer narrative:
Product complaint #: (B)(4). Batch #: r58645. Investigation summary: the analysis results showed that one ecr45w cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # r58645. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.

Event description:
It was reported that during the endoscopic left upper pneumonectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.